Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan alleging that his onetouch ultramini meter was reading inaccurately erratic. This complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient. At the time of the follow-up call with the patient he informed the mss that he contacted lfs because he was concerned that his meter was reading inaccurately high. The patient claimed that he began to obtain higher than normal blood glucose readings starting in the beginning of (B)(6) 2012. He reported that he began to obtain readings in the 200 and 300 mg/dl range. The patient manages his diabetes with insulin, in response to the higher readings, the patient stated he adjusted the amount of novolin insulin he administered to himself. On an unspecified date, after the alleged meter issue started, the patient claimed his blood sugar dropped. The patient reported feeling "numb" and "out of it." At the onset of symptoms, the patient tested with the subject meter and obtained a reading in the 40 or 50 mg/dl range. The patient stated he treated the low symptoms by drinking soda and confirmed feeling better afterwards. Prior to the onset of symptoms, the patient stated he had tested his blood glucose approximately 1 hour prior and had obtained a result in the 200 mg/dl range. The patient did not recall if he had taken insulin in response to the reading. At the time of troubleshooting, the cca confirmed the subject meter was set to the correct unit of measure. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after he began to obtain inaccurate results with the subject meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.